Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the acoustic lens damage could not be identified. Based on the results of the investigation, the most likely cause was not established. A root cause for the adhesives wear and gap on the ultrasound probe could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited that the acoustic lens was damaged, adhesive around objective lens was worn, adhesive around light guide lens was worn, and there was a gap between the acoustic lens and ultrasound probe. There was no patient involvement.